Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, missing end cap sticker and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly and button error alarm. The buttons were unresponsive and the menu would scroll on its own. The patient's blood glucose at the time of incident was 128 mg/dl. Troubleshooting was initiated for the keypad issues. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional¿s instruction. The insulin pump will be returned for analysis.